Event description:
The device was used during a lap chole procedure. Reportedly, the instrument misfired. No pt injury reported.

Manufacturer narrative:
2/9/1998-supplemental report #1 submitted to FDA. The reported condition was not confirmed, however, the device was confirmed for an unrelated condition. The handle safety would not securely engage with the firing handle. This condition has been attributed to a component related discrepancy.